Event description:
A report of discomfort due to the location of the ipg situated at the patient's beltline was received. A pocket revision was performed and the pocket site was moved to a more comfortable position.

Manufacturer narrative:
This is the final report.